Event description:
A customer reported experiencing a cartridge alarm. The blood glucose value displayed was "high," indicating elevated levels, but the specific value was unknown. The customer administered a correction bolus using the pump and did not require third-party assistance due to the blood glucose level. Technical support assisted the customer in loading a new cartridge properly, resolving the issue, and allowing the customer to resume insulin therapy successfully.